Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose. Customer stated that he was taken to the emergency room and was hospitalized because he was unable to get his blood glucose below 600 mg/dl. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.